Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert occurred for a left ventricular (lv) lead impedance measurement of 197 ohms. Review of the lv lead impedance trend showed that impedance was around 600 ohms before suddenly decreasing to less than 200 ohms.